Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was reported as ¿cardiac issues¿ (no further details provided). An autopsy was not performed. The patient was not hospitalized prior to death and it was reported the patient passed away at home. Therapy remained ongoing prior to death; however, it was not reported if the patient was performing therapy at the time of death. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported issue. An event history review log was performed and there were not any keystrokes, programming, or use related events that would indicate and/or contribute to the problem. A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. An internal/external inspection was performed with no abnormalities noted. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. Should additional relevant information become available, a supplemental report will be submitted.